Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation, the monitor would not fully power on. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.